Event description:
The customer reported that there was a clear liquid leak above the blood sampling valve (bsv) of a coulter lh 500 hematology analyzer, but they could not determine which tubing was leaking. The leak was not contained within the instrument and about one quarter of a cup went onto the countertop. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, eye protection and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced worn pinch valve tubing at a specific pinch valves to resolve the leak. The instrument was returned into operation. The cause of the event was worn pinch valve tubing at specific pinch valves. No discrepant results were generated for this event however this specific failure mode may cause erroneous and unflagged patient results to be generated upon recur. (B)(4).